Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs controller was displaying the "replace generator soon" message for the past six months. The elective replacement indicator (eri) message was triggered earlier than intended. A company representative met with the patient but was unable to establish connection with the patient scs ipg. It seems the patient's scs ipg may had reached its end-of-service. The patient was not receiving therapy and will likely require surgical intervention.

Event description:
Additional information revealed effective therapy resumed post-operative.